Event description:
ICU nurse called for assistance with a cardiosave intra-aortic balloon pump (iabp) that "turns off". The nurse reported that the pump will alarm then the iab waveform goes flat while working on a patient. They pressed start the first time it occurred and it restarted. The second time, they rebooted the console and it has been fine for several hours. The nurse was unable to remember which alarm had been going off. It was reviewed with customer when a catheter alarm goes off, the pump will go into standby and needs to be refilled using the iab fill key. It was explained that when the console is rebooted, the helium refills which is a roundabout way of troubleshooting a catheter alarm. It was also explained how to perform a fill should the alarm sound again. The nurse indicated ¿the person that handles all of the balloon pump maintenance already came up and changed out the console. There was no patient harm.

Event description:
ICU nurse called for assistance with a cardiosave intra-aortic balloon pump (iabp) that "turns off" during use. The nurse reported that the pump will alarm then the iab waveform goes flat while working on a patient. They pressed start the first time it occurred and it restarted. The second time, they rebooted the console and it has been fine for several hours. The nurse was unable to remember which alarm had been going off. It was reviewed with customer when a catheter alarm goes off, the pump will go into standby and needs to be refilled using the iab fill key. It was explained that when the console is rebooted, the helium refills which is a roundabout way of troubleshooting a catheter alarm. It was also explained how to perform a fill should the alarm sound again. The nurse indicated ¿the person that handles all of the balloon pump maintenance already came up and changed out the console. There was no patient harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
ICU nurse called for assistance with a cardiosave intra-aortic balloon pump (iabp) that "turns off". The nurse reported that the pump will alarm then the iab waveform goes flat. They pressed start the first time it occurred and it restarted. The second time, they rebooted the console and it has been fine for several hours. The nurse was unable to remember which alarm had been going off. It was reviewed with customer when a catheter alarm goes off, the pump will go into standby and needs to be refilled using the iab fill key. It was explained that when the console is rebooted, the helium refills which is a roundabout way of troubleshooting a catheter alarm. It was also explained how to perform a fill should the alarm sound again. The nurse indicated ¿the person that handles all of the balloon pump maintenance already came up and changed out the console.

Manufacturer narrative:
Getinge field service engineer (fse) arrived found star-up error code 3. When investigated the unit found the o-ring on the vacuum tube was worn and not seated properly. After replacing the vacuum tube assembly I tested the unit. Performed full calibration and tested the unit. While repairing fse found the temperature sensor was not reading. Fse replaced the sensor. The product passed all functional/safety testing. Returned the unit to the customer. There was a patient involvement but no harm reported.

Event description:
N/a.